Event description:
It was reported that a drill bit broken off deep inside the patient during surgery. This was a single used item from a loan tray. Scrub nurse informed surgeon after he noticed that the handed back drill bit was missing the tip of the drill. Surgeon made decision to leave broken drill bit insitu as it was deemed unlikely to cause an issue and would require a separate medial incision. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.